Event description:
It was reported that no drops of insulin were seen exiting the tubing during fill tubing, but the customer applied the infusion set anyways. The customer's blood glucose level was 390 mg/dl. During troubleshooting with tandem technical support, the customer disconnected the tubing from the site, filled the tubing, and saw drops of insulin. The customer changed their site and was still able to see drops at the end of the needle prior to inserting the infusion set.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.